Event description:
It was reported that this patient's communicator displayed a red call doctor icon. Upon analysis of device data of this pacemaker system, it was found that there was an alert for this right ventricular (rv) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Patient had contacted clinic and was referred to boston scientific technical services (ts). Ts provided troubleshooting for communicator and referred patient back to clinic for further evaluation. Currently, this lead remains in service.